Event description:
It was reported that a smiths medical pump alarmed "no disposable pump wont run." The patient was assisted in reviewing the settings, turning off the pump and clamping the tubing. Cassette removed and air bubbles are present in the line. Attempted to massage the tubing to disperse the air bubbles. Green flow stop clip pressed and held to allow flow across the tubing. Cassette attached and upon restart, pump alarm returns. Patient not affected. Rv: 48.5, rate: 2, given: 43.55 no further information available.